Event description:
It was reported that during a pre-discharge check post left ventricular device assist (lvad) implant, the implantable cardioverter defibrillator (ICD) was not able to be interrogated. A magnet was placed on the device and produced tones appropriately. The physician chose to deactivate therapy on the ICD and hospitalize the patient until resolution. Boston scientific technical services (ts) was consulted and discussed possible reasons including electromagnetic interference (emi) interference from the lvad. Ts discussed attempting different positions and trying to use the remote home monitor system for interrogation. Ultimately the hospital was able to obtain a successful interrogation four days later by having the patient lift their arm above their head. This maneuver manipulated the ICD away from the lvad. Therapy was programmed back on and the patient would be discharged from the hospital. The ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.